Manufacturer narrative:
A ge service representative performed an onsite investigation. A collimator connection was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the iris collimator closed/coned down and could not be re-opened. No patient death or serious injury was reported related to this event.